Event description:
Rptr had breast implants placed 5/18/87. She had numbness in the surgical area and bleeding though the envelope. She c/o: peripheral neuropathy, carpal tunnel syndrome, anxiety &/or depression, organizational difficulty, mood swings, procrastination, balance disturbances/vertigo/dizziness, chest/rib cage pain &/or burning sensation and inflammation, elevated cholesterol or triglycerides, eye micro-aneurysm, chronic swelling and pain of extremities, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, frequent migraines/severe headaches, hypersensitivity or allergies to chemicals, molds, dust or pollen, connective tissue disease, elevated liver enzymes and total bilirubin, asthma, variant cough, chronic swollen lymph nodes under arms, painful and tender lymph nodes, chronic unexplained muscle spasms, muscle pain & burning, fibromyalgia, fascitis, unexplained rashes, sun sensitivity, chronic insomnia, long-term exrtreme fatigue. (*)